Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 28, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (device availability), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), (device evaluation anticipated). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, the harvesting set caught fire while burning the side branch. Minimal blood loss, was fixed with a drain; product was changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The samples were returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Upon evaluation of the returned samples, the v-cutters were found to be fractured and burned. It is likely that the reported fire from the units was due to the v-cutters being broken and the electric path for high frequency current was exposed. A high frequency output was activated, a short circuit occurred, and sparks and smoke resulted. It is unknown how the v-cutters were damaged; however, possible causes are while inserting the device into the patient leg, excessive force was applied to the distal end of the v-cutter, or the distal end of the v-cutter was hit by objects. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.